Event description:
Customer reported nonreproducible test results for white blood cells (wbc), red blood cells (rbc) and platelets were obtained when using a coulter maxm w/autoloader. The test results were associated with error messages and were not reported out of the laboratory. No pts of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Control were run once per shift and were in range on the first shift run prior to the event. The field service engineer replaced the wbc bath assembly and verified instrument performance. Root cause is unk, but the wbc voteouts may be related to aperture blockage as indicated by the associated flagging. Wbc results for sample #1 were flagged with an instrument generated code directing the operator to review results. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.